Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after pulsatile flow reduction when the occluder was operated correctly. The entire blocker was withdrawn and later converted to manual compression. There was no reported patient injury. A cordis unknown super-smooth pigtail catheter and a non-cordis guidewire were used during the procedure. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after pulsatile flow reduction when the occluder was operated correctly. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no visible calcium or plaque at the puncture site. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The patient does not have a history of infectious diseases. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received on the black/ white position. During this visual analysis, a kinked portion was observed along the delivery shaft, located 9 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The guard locking simulation could not be performed due to a condition where the indicator wire was already deployed, nevertheless it was confirmed that the guard could be locked. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with full depression of the deployment lever, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The functional analysis was completed successfully, with full depression of the lever and successful plug deployment with all three window transitions noted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. A kink was observed on the shaft. This may have also led to issues with the proper functioning of the device. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after pulsatile flow reduction when the occluder was operated correctly. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no visible calcium or plaque at the puncture site. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The patient does not have a history of infectious diseases. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.